Manufacturer narrative:
It was reported that, after procedure, staff noticed that one of the tabs on the trial head was bent. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. One flap is bent. Apart from that, the device shows signs of use such as dents and scratches on the outer surface. The production documentation was reviewed, there were no deviations found. No additional complaint was detected for the batch in question (a57022). There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, the relationship between the reported event and the device was confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode could be confirmed, the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues. The returned device will be archived.

Event description:
It was reported that, after procedure, staff noticed that one of the tabs on the trial head was bent. No surgical delay or injury to the patient was reported.